Event description:
It was reported that the customer received a power source alert while using the tandem-provided usb cable and wall adapter leading to the pump shutting down. The customer's blood glucose (bg) level was "high"; although a specific value was not given. The customer administered a manual injection to address their bg. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using an alternate wall adapter and usb cable.